Manufacturer narrative:
(B)(4). D10. Revitan prox. Cylindrical 55 item# 0100402055 lot# unknown. G2. Report source: germany. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the provided bfarm user report, the reported event can be confirmed. Of note, it is reported that there was a "proximal fracture". If the fracture occurred at the proximal part of the revitan stem or at the distal (pin) connection of the stem is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision approximately 1-year post-implantation due to proximal fracture of the stem after a fall. Due diligence is in process and additional information on the reported event is unavailable at this time.